Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock and the embolization coil had offset coil winds. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kinks observed near the pusher assembly mid-joint. The root cause of these damages could not be determined. During functional testing, resistance was encountered while attempting to advance the pusher assembly mid-joint through the introducer sheath friction lock due to the offset coil winds on the embolization coil, and no further functional testing could be performed. Penumbra coil are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance from the starting position within its introducer sheath; therefore, it was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.